Event description:
On (B)(6) 2021, a device evaluation was completed by quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained regarding the activ.a.c.¿ ion progress¿ remote therapy monitoring system, kci's assessment remains the same; it could not be determined that the alleged events were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient reportedly experienced excessive moisture at the wound site on (B)(6) 2021 and a sharp debridement was performed on (B)(6) 2021. However, it is unclear if the sharp debridement was performed as a result of v.a.c.® therapy induced maceration. The activ.a.c.¿ therapy system passed quality control checks before and after patient placement.

Manufacturer narrative:
Based on the information provided, it could not be determined that the alleged maceration affecting the wound and graft requiring sharp debridement were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient reported concern due to moisture at wound site on (B)(6) 2021; however, the patient did not follow up with the physician until (B)(6) 2021. During this time, ion progress¿ remote therapy monitoring did not detect insufficient therapy hours and per kci records, there were no v.a.c.® therapy adherence calls to patient noted. When the patient presented for their follow-up wound evaluation on (B)(6) 2021, the patient reported their caregiver had removed v.a.c.® therapy "a few days" prior due to maceration. Based on this information, the exact date of the event is not clear, however the onset was (B)(6) 2021 and the sharp debridement was performed on (B)(6) 2021. It is unknown if the sharp debridement performed on (B)(6) 2021 was a result of v.a.c.® therapy induced maceration. The wound had been present since (B)(6) 2020 and failed multiple treatment modalities including antibiotic therapy due to recurrent infection. The physician noted that the details of the alleged event were "hearsay" from the patient. A device evaluation is currently pending completion. Device labeling, available in print and online, states: warnings. Keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Osteomyelitis: v.a.c.® therapy should not be initiated on a wound with untreated osteomyelitis. Consideration should be given to thorough debridement of all necrotic, non-viable tissue, including infected bone (if necessary), and appropriate antibiotic therapy. Protect intact bone with a single layer of non-adherent material. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Clinical considerations for diabetic foot ulcers: as with any treatment for diabetic foot ulcers, success depends on accurate diagnosis and the management of underlying disease in combination with effective debridement of non-viable tissue. Off-loading is essential for successful healing of diabetic foot ulcers. Early identification and prompt treatment of infection is essential to prevent complications. In patients with diabetes, this may be difficult as classic signs such as pain, erythema, heat and purulence may be absent or decreased. Special dressing techniques may be considered. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of the placement of the tubing and / or sensat.r.a.c.¿ pad. This involves using foam to allow placement of the sensat.r.a.c.¿ pad or tubing on the dorsum of the foot. -appropriate off-loading of the foot is essential in order to maximize the therapeutic benefit of v.a.c.® therapy. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 23-jun-2021, the following information was reported to kci by the patient: the patient's family member was concerned that there was too much moisture around the wound and graft. The patient had an appointment that day with physician to discuss the issue. The patient confirmed their family member was a registered nurse and would be doing the v.a.c.® dressing changes. On 07-jul-2021, the following clinical records from the physician were received by kci which noted the following: on (B)(6) 2021, the patient presented for a follow up wound evaluation and scheduled graft application. The patient reported that their family member removed the activ.a.c.¿ ion progress¿ remote therapy monitoring system a few days ago due to maceration around the wound and that v.a.c.® therapy was "pulling tissue out of the wound bed", which was causing difficulty in maintaining the v.a.c.® dressing seal. The physician performed a sharp debridement of all macerated tissue and graft was applied. The wound was cultured, and the patient was placed on prophyalactic antibiotics to prevent infection of the graft as the patient was scheduled to leave town. The physician noted that the v.a.c.® dressing was bridged to the dorsal foot and while cutting strips to ensure a proper seal, the patient's family member applied additional 3m¿ tegaderm¿ drape "over the hose, pushing hose to the dorsal foot." The physician offloaded the hose with gauze and scheduled patient for appointment on (b(6) 2021 to evaluate graft prior to the patient leaving for vacation. On (B)(6) 2021, the patient presented for their scheduled graft checkup. The patient reported that while caregiver was removing the v.a.c.® dressing, the graft was "pulled on." Per the physician's physical wound examination, the graft was intact and appeared adhered to the wound bed. However, due to concern over the family member's behavior the previous wednesday in regard to insisting on "taking over" application of the v.a.c.® dressing, the physician discontinued v.a.c.® therapy, noting that the family member "may not be skilled in vac application." An alternate dressing was ordered to better protect the graft. On 19-jul-2021, the following information was reported to kci by the nurse: the patient was not seen on (B)(6) 2021 by the podiatrist. The patient was seen on (B)(6) 2021. No other information available. Per review of kci records: the patient used the v.a.c.® simplace¿ ex dressing. The v.a.c.® simplace¿ ex dressing lot number was not provided, therefore a device history record review could not be performed. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.